Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 23:41:52 on (B)(6) 2022. At 05:15:14 on (B)(6) 2022, an arrhythmia was detected. ECG shows asystole with motion artifact. At 05:16:23, the patient received the inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. The electrode belt was disconnected at 06:00:10 on (B)(6) 2022.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.